Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reverse trigger of the device had seized. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and repair of the compact air drive device it was determined that the device motor and reverse trigger seized. It was noted that the internal and majority of the parts were corroded and would not disengage the attachment. It was further determined that the device failed pretest for check for air leak, check reverse locking mechanism, check attachment coupling with attachments, and check the attachment coupling. It was noted in the service order that the device "spoiled". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.